Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. It was reported that the impella cp had saturated flow. There was no anticoagulation in purge solution and no systemic anticoagulation. The patient continued on support until the device was successfully weaned. There was no patient harm.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the saturated flow has been completed. The returned data logs show that after 11 days of use, motor current increases suddenly and as a result, flows become saturated. The product was inspected and a large purge gap was found indicative of bearing wear. Thus, the root cause of the saturated flows are due to bearing wear, which occurred after 11 days of support. The design life of the cp c8 is 8 days. G1. MDR reporting contact email updated.